Manufacturer narrative:
There is no indication that there was any serious injury to the pt. Due to a potential malfunction of the machine, a malfunction MDR will be filed. A review was performed by the post market clinical department of the treatment data provided by the nurse. A large intra-peritoneal volume occurred in drain 3 with an undetermined cause. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic. The reported drain volume of 5628 ml was 25% over the expected drain volume which resulted in a reportable device malfunction. The pt did not required medical intervention or treatment as a result of the overfill.